Event description:
Treatment of a critically ill pt was delayed due to an unk location of a sample on the advia labcell track. There are no reports of adverse health consequences or pt intervention due to the delayed pt treatment.

Manufacturer narrative:
A siemens field service engineer (fse) retrieved the electronic data remotely from the customer's labcell system. Based on the instrument data there were no obvious errors that explained the delay in processing the sample. A fse was dispatched to the customer site. The fse found that there was a heavy buildup of debris between the side track of the labcell and the main track around the centaur 1 and centaur 2 instruments. The fse cleaned the track and replaced the interface gate at centaur 2. Based on the info provided and analysis of the instrument the fse was able to conclude that the sample was delayed due to the buildup of debris on the track. The fse reminded the customer to follow the daily maintenance instructions outlined in the advia automation solutions operator's guide to ensure that the track is clean and to prevent future delays in processing samples. The system is performing within specs. No further eval of the device is required.